Manufacturer narrative:
Concomitant medical products- model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2014 model: 5076-52, lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was already in the hospital and "coded" and was moved to the intensive care unit (ICU) where a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing. Follow up was conducted and it was verified that reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.